Manufacturer narrative:
Customer lost product.

Event description:
It was reported the battery is leaking outside of a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.